Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Additional information was requested and received. A completed questionnaire was received on 10/18/2016. (B)(4).

Event description:
A doctor reported endophthalmitis that developed less than twenty four hours following an intraocular lens (iol) implant procedure. The patient experienced corneal edema and vitritis. A pars plana vitrectomy was performed, as well as antibiotics given via injection. The lens remains implanted.